Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening after deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During deployment, prior to removing the gripper line, it was noted the clip opened to approximately 25 degrees. A second clip was implanted lateral from the first clip, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.